Manufacturer narrative:
Evaluation of the returned cat7 revealed multiple kinks on the catheter and confirmed holes at the kinked location. If the cat7 is advanced against resistance, damage such as kinks may occur. This damage likely contributed to the reported holes on the cat7 and blood leaking from the catheter during the procedure. The root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), and an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing). During the procedure, the physician completed several passes using the cat7. It was reported holes were noticed on the cat7 and blood was coming out of the holes. No additional information was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.